Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported it was unknown if the device would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that electrode 7 had impedances greater than 10,000. The electrode was not used in programming and there was stimulation/pain relief in all areas needed. The patient also mentioned an increased recharge burden and the battery no longer holding a charge. The patient said the battery charges and discharges fast. No falls were noted, but it was mentioned the battery was 7 years old and the patient as going to have the ins replaced on (B)(6) 2020. No further complications were reported.